Event description:
It was reported that a pt's ankle was wrapped with elastikon at 1:00pm. The pt called the following morning stating that when the pt woke up the pt felt extreme burning; "bubbling" of the skin, heat; swelling and itching at the site. The pt removed the product, placed ice on it and aloe vera. States that the site is better.